Event description:
It was reported that during unpacking, the balloon of a 1.2 x 15 mm mini trek was already inflated. The device was not used. Another unknown device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis confirmed a proximal shaft separation.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported partially inflated balloon was not confirmed. Additionally, returned device analysis revealed the proximal shaft was separated. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.